Manufacturer narrative:
(B)(4): analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication. The stall "broke free" after the internal decontamination process. The lower shaft of gear one and the associated jewel was found to have a significant amount of residue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump stalled two months earlier than expected. The device was replaced. There was no patient injury. The patient recovered without sequela. The pump was delivering sufentanil.